Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead experienced lead damage in which case a lead repair kit was used. All measurements were within normal limits and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that this right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.